Event description:
Sapphire infusion pump set up with txa infusion. Txa was spiked using hospira macro drip tubing for the anesthesiologist to be used in a main operating room surgical case (aaa repair) on (B)(6) 2016. Although the pump was set in "standby" mode, it continued to drip uncontrollably. Even when the pump was turned off completely it continued delivering medication. The problem with the pump/tubing was caught before it was connected to the patient. Pump with circuit was forwarded to hospira for evaluation. This is the fourth pump returned for this same anomaly.